Manufacturer narrative:
(B)(4).

Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. The current size of the aneurysm is 46mm in diameter. It was reported that a follow up CT revealed that the bifurcated stent graft migrated distally with no tissue apposition. There was no evidence of an endoleak. In addition, a type iii fabric endoleak was found in the ipsilateral limb where the stent graft has slightly kinked. The physician stated that the proximally tissue degeneration had allowed the bifurcate to slip distally and the type iii was either a suture pop or fabric fatigue from the stents rubbing from kinking. The physician implanted an endurant aortic cuff 28x28x49 proximal to the stent graft and an endurant 13x13x82 limb was implanted in the ipsilateral limb. No additional clinical sequelae were reported and the patient is fine.